Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for routine in-clinic follow up. Upon device interrogation there were several episodes of inappropriate automatic mode switch on stored electrocardiograms. The episodes were attributed to right atrial lead noise. There were no interventions made.